Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced hypoglycemia event on (B)(6) 2026. The blood glucose level was low at the time of the event and got treated by having chocolate biscuits and lucozade and insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.